Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead became dislodged. It was noted that the lead tip was worn after many implant attempts. The lead was removed and replaced. No patient complications have been reported as a result of this event.